Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation show the patient's right ventricular (rv) lead was sensing noise. The patient was asymptomatic. No intervention was reported.

Event description:
Additional information received indicated that the patient's right ventricular (rv) lead was capped and replaced on (B)(6) 2022 due to over-sensing noise. The patient was stable throughout.